Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.

Event description:
During the evaluation of a returned transfer set, a cracked spike was discovered. No patient injury or medical intervention was associated with this incident.